Event description:
It was reported that maxzero needleless connector was blocked. This occurred on 10 occasions. The following information was provided by the initial reporter: I¿d like to report an issue which has been brought to my attention, regarding the maxzero mz1000 needle-free connectors. One of our wards has stated they are experiencing issues with the connectors regularly being blocked, preventing infusion, both before and after flushing. They use leur-slip syringes for flushing. Due to the cytotoxic nature of the infusions, they have not been able to retain an affected product. I have therefore taken a sample of 10x unused products from their stock.

Manufacturer narrative:
H.6. Investigation: ten mz1000 samples were received in sealed packaging for investigation; nine from lot 20045452 and one from lot 20045038. No connecting products were returned to assist the investigation. A visual inspection did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting a retained 20ml bd plastipak luer slip syringe from stock to the returned samples; in each instance no flow restrictions or occlusions were identified. A review of the production records for lot 20045452 and 20045038 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20045452. Medical device expiration date: 2023-04-04. Device manufacture date: 2020-04-03. Medical device lot #: 20045038. Medical device expiration date: 2023-04-01. Device manufacture date: 2020-03-27. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that maxzero needleless connector was blocked. This occurred on 10 occasions. The following information was provided by the initial reporter: I¿d like to report an issue which has been brought to my attention, regarding the maxzero mz1000 needle-free connectors. One of our wards has stated they are experiencing issues with the connectors regularly being blocked, preventing infusion, both before and after flushing. They use leur-slip syringes for flushing. Due to the cytotoxic nature of the infusions, they have not been able to retain an affected product. I have therefore taken a sample of 10x unused products from their stock.